Manufacturer narrative:
Other applicable components are: product ID: 37752, (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they had first started experiencing their recharger not working in (B)(6) 2017. There had not been any circumstances leading to the recharger not working properly. To resolve the issue, they changed the batteries in their device. They patient noted that their back had hurt during the time that the recharger wasn't working, but that it always hurt and that wasnormal. No further issues were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by the consumer regarding a patient implanted with an implantable neurostimulator (ins) for other chronic/intract pain (trunk/limbs). It was reported that the patient cannot get their machine to work. No patient symptoms were reported. No further complications were reported or anticipated.